Event description:
It was reported that the patient presented to hospital with syncope and bradycardia. It was noted that the implantable pulse generator (ipg) exhibited suspected pacing malfunction. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.